Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. It was observed that the sponge separated from the cap. The reported condition was verified based on the visual inspection. An assignable cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sponge from a minicap was found separated from the minicap. This issue was found before use with no patient involvement. No additional information is available.